Event description:
It was reported that pump touchscreen responded slowly and required multiple taps even though screen was not cracked or shattered. There was no reported impact to the customer¿s blood glucose level. No additional actions were documented, and issue was only reported and recorded through email.